Manufacturer narrative:
Additional device info: lot #: 1018596; exp date: 04/2013; implant date: (B)(6) 2010; manufacture date: 04/2010. (B)(4). Coaptite lots injected during second and third injections: lot #1018746, exp date 5/2013, manufacture date 5/2010; lot #1019611, exp date 6/2013, manufacture 6/2010; lot #1021272, exp date 9/2013, manufacture date 9/2010; lot #1020709, exp date 8/2013, manufacture date 8/2010. The pt reported a urinary tract infection on (B)(6) 2011, which was diagnosed by urinalysis. The pt was treated on (B)(6) 2011, with nitrofurantoin 100 mg bid 10 days. The infection resolved on (B)(6) 2011, and was assessed as mild in severity and definitely not device related. At the time of this report the pt's urinary tract infections (3) have resolved. A review of the device history records indicates the reported lots met all specs prior to release.

Event description:
A pt (B)(6) was enrolled in (B)(6) for stress urinary incontinence. The pt was injected with 1.5 ml on (B)(6) 2010. The pt reported an urinary tract infection on (B)(6) 2010 diagnosed by urinalysis. The physician treated the pt with cipro 250 mg bid 10 days. The infection resolved on (B)(6) 2010. The physician assessed the event as mild in severity and definitely not device related. The pt received a second injection of 1.1 ml of coaptite on (B)(6) 2010 and a third injection of 1.2 ml on (B)(6) 2011. On (B)(6) 2011, the pt reported a urinary tract infection, which was diagnosed with urinalysis. The pt was treated with cipro 500 mg bid 5 days. The infection resolved on (B)(6) 2011. The physician assessed the event as mild in severity and definitely not device related